Event description:
It was reported that the patients ipg was non-functional. It was also noted that the patient was having discomfort with the ipg. The patient underwent an explant procedure and was doing well post-operatively. The explanted device will not be returned as it was kept by the facility.